Event description:
The manufacturer received information alleging device has strange odor, nasal/throat irritation or soreness and irritation of skin and eyes related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging device has strange odor, nasal/throat irritation or soreness and irritation of skin and eyes related to a CPAP device's sound abatement foam. Section b3 and g3 has been updated/ corrected in this report.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged device has a strange odor and they have nasal/throat irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, there is dust contamination on top of the blower motor and the blower box. At the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified. In this report, section h6 has been updated.